Event description:
Initial info reported by a physician to a sales representative on 03/16/2010 and add'l info reported by a nurse on 03/22/2010. This is case 1 of 2: a currently (B) (6) female received four treatments with injectable poly-l-lactic (sculptra) [lot# and exp. Date unk] that were all reconstituted with 5 cubic centimeters (cc) of sterile water and 1 cc of xylocaine. On (B) (6) 2008, she received 7 cc's of injectable poly-l-lactic acid, 6 cc's on (B) (6) 2008, 6 cc's on (B) (6) 2008 and 6 cc's in (B) (6) 2008. She was injected in the temporal area, upper lip, cheeks, orbital area, marionette lines, nasolabial areas and crow's feet. On an unk date, she developed nodules on each cheek that were visible but it was a year after receiving her injections. Neither a biopsy nor pictures were taken. She is currently being treated with triamcinolone acetonide (kenalog) but one nodule has remained. Medical history was not provided. Concomitant medications and allergies were reported as "none". No further relevant info reported. This case is associated with case ID (B) (6) (same reporter, different pt).

Manufacturer narrative:
Device qc performed. (B) (4).